Event description:
It was reported the device was explanted and replaced due to premature battery depletion. According to the report, the device indicated the battery was "good" at the last interrogation. Six months later, the patient presented with no telemetry and no pacing output. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The manufacturing site has been corrected on the supplemental report. Evaluation summary: (B)(4) analysis confirmed the reported loss of telemetry and output and determined this was due to battery wire bond wire lifts on the hybrid blocks.